Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Levels: c5-c6,c6-c7 type of approach: extrapharyngeal anterolateral approach initial diagnosis/medical history:acdf for treatment of degenerative disc disease (ddd) the patient underwent anterior cervical discectomy and fusion (acdf) surgery where rhbmp-2 was used at a single cervical level. Post op following events were reported on (B)(6)2009, patient reported pharyngeal discomfort (minimal). On (B)(6) 2009, patient reported incisional pain (minimal). On (B)(6) 2009, patient reported incisional swelling.

Event description:
Adverse event 1-onset (B)(6) 2009-pharyngeal discomfort (minimal). Resolution date: (B)(6) 2009. Adverse event 2-onset (B)(6) 2009- incisional pain (minimal). Resolution date: (B)(6) 2009. Adverse event 3-onset (B)(6) 2009- incisional swelling. Resolution date: (B)(6) 2009.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.